Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications. The fsr reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the screen went blank during setup. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The backlight inverter is failing. There is visible fluid ingress which could result in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.